Event description:
According to info rec'd from an attorney, during a cryosurgical procedure to remove vaginal warts, a "crack developed" in the device resulting in a burn of approximately one inch by two inches on the left side of the pt's vagina.